Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a factory reset with customer and device support due to the ilet self-starting and subsequently experienced hyperglycemia with a blood glucose of approximately 200 mg/dl, after which the ilet delivered corrections that returned glucose to range. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.